Event description:
The customer contacted baxter's technical service center (tsc) regarding a check lines and bags alarm which occurred on the homechoice (hc) during use. The caregiver (cg) stated that the heater bag had come off the line, and it was empty. The baxter technical service representative (tsr) assisted the cg to end the therapy. The tsr informed the cg to use manual bag. The hc is okay. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2012 regarding the check lines and bags alarm. The hp reported that the issue was resolved, but he did not know the cause of the separation between the heater bag and the heater line. Per hp, there were no loose connections or defects on the supplies. The hp stated that he had discussed the alarm with his nurse. The hp was advised to do so. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined.